Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker was found to have reverted to safety mode during interrogation. Device data was sent to engineering for review. Data analysis confirmed the displayed safety mode and recommended device replacement. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was analyzed and the reported event was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. Upon interrogation the device was found to be in safety mode. The device diagnostic data spreadsheet showed a cell depletion pattern that is similar to other devices that have batteries with internal shorts. This device was noted to have passed all electrical testing. The device case was removed and the battery isolated from the circuit, however all values were determined to be normal.

Event description:
It was reported that this pacemaker was found to have reverted to safety mode during interrogation. Device data was sent to engineering for review. Data analysis confirmed the displayed safety mode and recommended device replacement. This device was then explanted and replaced. No additional adverse patient effects were reported.